Event description:
It was reported by service report that the head left siderail could not be locked in the upright position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: timing link.